Event description:
It was reported that the image intensifier input grid was damaged by the use of a surgical drill. There was no pt info reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The malfunction was verified. The image intensifier grid was replaced and the system was tested and found to be working as intended and placed back into service.